Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A facility representative reported after hydrodissection during laser assisted cataract surgery, the cataract was commenced and it was noted the lens was sinking. An anterior vitrectomy was performed.

Manufacturer narrative:
The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).